Event description:
It was reported that the patient came into the office complaining of "incision pain/pain in the pocket". The ventricular lead impedance had increased, the impedance was was high, and the threshold had increased slightly as well. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.